Manufacturer narrative:
Corrected data: d9 h3 other text : device is lost.

Event description:
The user facility reported that the housing has cracks at the weld found during an inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention and no adverse consequences.

Event description:
The user facility reported that the housing has cracks at the weld found during an inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention and no adverse consequences.